Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia. The customer also reported pump error 41 (motor power supply voltage error detected). This is measured before each single insulin pump stroke and then continually measured periodically during the entire motor driving period. Pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor). Blood glucose value at the time of the event was 96 mg/dl. The customer was treated with other (unspecified). The event involved product(s) mmt-1884, unk_reservoir, mmt-874a, and mmt-7040a. Troubleshooting was partially performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unk_reservoir. No product return is required for mmt-874a. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit power up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that pump error 43 and 41 were found on (B)(6) 2025 03:19:00.000. As per filenumber/linenumber, pump error 43 (filenum/linenum=121/600) was generated due to motor power request timeout - suspecting the hw pump error 41 (filenum/linenum=121/724) was generated since motor application registered voltage failure. Measured voltage was below threshold. Proceeded with the following testing to assure proper functionality of the unit. Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, high and low current measurement test. No unexpected error appeared whilst testing. Unit was opened and upon visual inspection moisture damage was found along the electronic assembly and motor assembly, isolate to electronic stack. Unit powered up and was tested successfully. The following cosmetic damages were noted: cracked case battery tube, cracked corner of belt clip rails, cracked case, battery tube threads cracked, pillowing keypad overlay, and scratched case. In conclusion, customer allegations are not confirmed during testing. No pump error 43 was noted during testing. Unit was functioning properly; however, moisture damage was found on electronic assembly, isolate toe electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.